Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow block alarm and the insulin pump was under delivering insulin and the blood glucose is high as 232 mg/dl. Customer¿s current blood glucose value was unknown. The customer was treated with a manual injections. Troubleshooting was performed for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.